Event description:
According to the complaint, the customer called in to report that the thb calibration had failed due to an oxi mismatch error and during the conversation it came to light that the thb calibration had been done because of a false low thb result on a blood sample. The analyzer gave a false low thb result which resulted in them enacting haemorrhage protocol because the result indicated the patient was losing a lot of blood. The result was checked using one of the itu analysers and found to be falsely low. Following that a thb calibration was performed which failed due to an oxi spectrum mismatch error. Both measurements are listed as discrepant false low thb: 5.4 g/l, 4.8 g/l. There are currently no true values provided.

Manufacturer narrative:
Radiometer has finalized their investigation and found root cause traced to component failure likely due to an air bubble or clot.